Manufacturer narrative:
The valve remains implanted and was therefore was not returned to edwards for evaluation. Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transapical valve in valve (29mm sapien 3 in a 31mm epic surgical valve) tavr procedure in the mitral position, post valve deployment, the echo showed the valve had been positioned too high in the atrium, resulting in a significant amount of paravalvular leak (pvl). A second sapien 3 valve was immediately prepped and implanted slightly lower than the first sapien 3 valve in order to piggy back the first valve and ensure enough of the valve was positioned around the annulus and extending slightly into the lvot. The resulting pvl was trace post implantation of the two valves. It is perceived that the malposition and subsequent pvl occurred because the skirt of the sapien 3 (which was on the atrial side) did not foreshorten as much as the physicians expected in relation to their positioning).

Manufacturer narrative:
The device remains implanted and was therefore not be returned to edwards for evaluation. Multiple attempts to obtain additional case information/images were made, however, the information was not forthcoming. Per the instructions for use (IFU), valve malposition, embolization and paravalvular leak (pvl) are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. There are several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause of the malposition cannot be confirmed but may be related to procedural factors (epic valve was extremely hard to visualize on fluoro and the skirt of the sapien 3 did not foreshorten as much as the physicians expected in relation to their positioning). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transapical valve in valve (29mm sapien 3 in a 31mm epic surgical valve) transcatheter valve replacement (tvr) procedure in the mitral position, post valve deployment, the echo showed the valve had been positioned too high in the atrium, resulting in a significant amount of paravalvular leak (pvl).  A second sapien 3 valve was immediately prepped and implanted slightly lower than the first sapien 3 valve in order to piggy back the first valve and ensure enough of the valve was positioned around the annulus and extending slightly into the left ventricle outflow tract (lvot).  The resulting pvl was trace post implantation of the two valves.   It is perceived that the malposition and subsequent pvl occurred because the epic valve was extremely hard to visualize on fluoro and the skirt of the sapien 3 (which was on the atrial side) did not foreshorten as much as the physicians expected in relation to their positioning.

Manufacturer narrative:
The device remains implanted and was therefore not be returned to edwards lifesciences for evaluation. Multiple attempts to obtain additional case information/images were made, however, the information was not forthcoming. Per the instructions for use (IFU), valve malposition, and paravalvular leak (pvl) are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator.   Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment.  Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the malposition cannot be confirmed but may be related to procedural factors (epic valve was extremely hard to visualize on fluoro and improper positioning prior to deployment). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.